Event description:
A report was received that the patients precision system was explanted due to an infection at the ipg incision site. The incision site was inflamed and was beginning to open, so the physician decided to explant the entire system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.